Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient real time egms were not available in the remote monitoring report.

Event description:
Reportedly, the patient real time egms were not available in the remote monitoring report.